Event description:
Reported event of "sternal pain", swelling, and diagnosis of "primary cutaneous follicle center lymphoma (pcfcl)" within one pt from journal article: "primary cutaneous follicle center lymphoma arising adjacent to silicone breast implant", clinical breast cancer, ((B)(6) 2013). Electronic publication date: (B)(6) 2013. The pt was diagnosed with left side breast cancer in 2006. In (B)(6) 2011, the pt began to experience symptoms of mild aching along the left lateral sternum. Sternal pain persisted over fifteen months until the pt presented for medical eval. At the time the pt was noted to have "diffuse swelling along the medical aspect of her left breast, extending to the sternal border." Core biopsy was obtained from the site of sternal swelling. "The atypical cells were positive for (B)(6), and negative for (B)(6)." Radiology treatment performed in 2012. No confirmation has been received from the author as yet; continued attempts will be made and if further info becomes available this will be additionally reported.

Manufacturer narrative:
(B)(4). Device labeling addresses the following events as: breast pain 4.8%; swelling 7.1%; (allergan core study). Device labeling reviewed: there were no reported events of lymphoma for pts in the (B)(4) study, in the labeling for silicone implants.